Event description:
It was reported that when using the bd pyxis¿ es refrigerator secure pocket jammed while closing. When recovery was attempted, the pocket opened but did not recognize that the drawer was closed. Subsequently, the drawer did not unlock during further recovery attempts, and the system prompted for medication quantity as though the drawer were open. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, field service engineer (fse) found no issues and tested all the pockets. The helmer refrigerator was restarted, and the pockets were tested using the hardware test application. No issues were found. The system functioned as intended after the field service engineer investigated the issue of the device.